Event description:
For greater than 6 months, the pt had been experiencing an increase in baseline pain. In mid-july 2010, the pump actual residual volume (10 ml) was greater than the expected residual volume (4.2 ml); this was within specifications. There were conflicting reports with regards to volume discrepancies at other refills. It was noted that the pt had heard a distinct "popping and bubbling" sound coming from his pump. The pt felt the pump was not working correctly. The pump and catheter were replaced. There was reported to be not pt injury. The pt recovered without sequela. The device system was used to deliver dilaudid and clonidine.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.